Event description:
It was reported that the right ventricular (rv) lead had varying thresholds for approximately 2 weeks prior to the device replacement procedure and was greater than 2.0 volts during the device replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568 lead, implanted (B)(6) 2000. (B)(4).